Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
The customer reported to baxter a clearlink continu-flo solution set in which a no flow occurred. According to the report, the facility was able to push normal saline with a 10 ml syringe and connect the secondary tubing. However, they could not connect a 20ml syringe to push a vesicant. The tubing was switched and there was no problem. This tubing was used in conjunction with a secondary medication set. There were no allegations of no flow with the secondary tubing. The no flow occurred at a y-site of the primary tubing. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation for the reported condition of a no flow. A visual examination was performed on the sample and found no abnormalities. Functional testing was also performed on the sample. The sample arrived out of the pouch primed, and there was no syringe returned with this sample. Both of the set's y-sites were tested for flow by attaching a secondary medication set spiked into a 1000ml solution bag containing reverse osmosis water and both y-sites flowed normally. Both y-sites were then checked for re-knit with none found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of a no flow/blocked y-site was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.